Event description:
The valve was removed approx 25 months post implant due to tricuspid insufficiency. The leaflet in the anterior position was working well, while the other leaflets were in the open position due to the pressure not being great enough to close the valve completely. The pt is a 30 yr old female. The valve was replaced with another co's biological valve.